Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with cracked case on the back at the battery tube area. The device was received with faded serial number label, minor scratched display window, case and keypad overlay texture damaged.